Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that low speed operation alarms occurred. The patient reported that on the morning of (B)(6) 2017 the epc system controller produced two audible beeping alarms, and no lights on the controller were illuminated. The patient performed a controller exchange to the backup controller and after 10 minutes another beep was produced by the backup controller. It was reported that interrogation of the system controller history revealed pump stoppages. No clinical symptoms were reported. X-rays and the two submitted log files from the primary and backup controllers were reviewed by a representative of the manufacturer's technical services team and confirmed that the low speed operation occurred on the primary and backup controllers while they were connected to the power module. The x-rays showed a large 90 degree bend in the external portion of the driveline, however the resolution was poor and it was unable to be confirmed if there was any thinning in the area. The plan of care was ungrounded patient cable use and weekly log file reviews. Ungrounded patient cables were shipped to vad coordinator. On (B)(6) 2017 a subsequent log file was submitted for review after the ungrounded patient cable was in use. A representative of the manufacturer's technical services team reviewed the log file and confirmed no further pump stop events.

Manufacturer narrative:
The report of a low speed operations and a pump stop was confirmed based on the submitted system controller log file. The submitted x-rays were inconclusive for any areas of potential wire compromise. Based on our complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.